Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This complaint is related to 3005168196-2013-00123.

Event description:
Pt was undergoing treatment for cerebral infarction. After aspiration in the m1 with psc032 was done, slight extravasation was confirmed with angiography. The procedure was concluded at this point because it was a mild one. The physician commented that the relevance with this event and the penumbra system is not deniable since the extravasation came about during handling the device.